Manufacturer narrative:
PMA/510(k) # k142688. (B)(4). Exemption number: e2016031 importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). Lab evaluation : complaint device was returned to cirl for evaluation. Upon evaluation the following was noted: the device was returned in a plastic bag, the stylet was in place. There was no needle exposure on return. There was a distal kink in the needle at the core trap. The kink was approximately 6mm from the tip of the needle. There were no other functional issues with the device. The customer complaint is considered to be confirmed as it was verified in the lab as the needle was kinked. A definitive root cause for the customer complaint could not be determined as the exact operational conditions are unknown, possible causes may be due to the patient having a torturous anatomy. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for the echo-hd-22-c device of lot# unknown could not be completed as the lot number was unknown according to the information received no adverse effects to the patient have been reported as a result of this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated, and the investigation was updated. The user inserted echotip procore high definition ultrasound biopsy needle into an endoscope which was placed the descending part of duodenum. Then he punctured the target site in the pancreas head for three times. After he collected the tissues after the third puncture, he re-inserted the stylet into the device and found the needle was bent at the core trap and the stylet came out from the core trap. The procedure was completed without additional puncture because enough tissues were collected.

Manufacturer narrative:
PMA/510(k) # k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation : it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A definitive root cause for the customer complaint could not be determined as the exact operational conditions are unknown, possible causes may be due to the patient having a torturous anatomy. As the lot number was not provided, a review of manufacturing instructions could not be complete. Prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for the echo-hd-22-c device of lot# unknown could not be completed as the lot number was unknown. According to the information received no adverse effects to the patient have been reported as a result of this occurrence. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The user inserted echotip procore high definition ultrasound biopsy needle into an endoscope which was placed the descending part of duodenum. Then he punctured the target site in the pancreas head for three times. After he collected the tissues after the third puncture, he re-inserted the stylet into the device and found the needle was bent at the core trap and the stylet came out from the core trap. The procedure was completed without additional puncture because enough tissues were collected.